Manufacturer narrative:
The device was returned for analysis. The complaint device was returned still loaded onto a non-bsc guide wire and advanced within a non-bsc guide catheter and introducer sheath. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual examination of the balloon material identified that the distal end of the balloon material was damaged. During analysis as the investigator applied a vacuum and attempted to remove the device from the introducer sheath, it was noted that the damaged section of balloon material did not refold. This was identified as the restriction fusing the system together. To allow for additional examination, the investigator manually folded the balloon material which allowed the device to be removed from the introducer sheath, guide catheter and guidewire. It was not possible to determine if the damage observed to the balloon material was caused by the attempts to remove the device from the introducer sheath or if the damaged balloon material created the initial problem of the system fusing together. A microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the device identified damage to two of the blades on the balloon material. The third blade was intact and no damage was noted. 1mm of one of the blades was identified to be completely detached from the balloon material. The second blade was noted to have approximately 4mm of blade completely detached from the balloon material. The pad was intact and still attached to the balloon material. As the restriction was identified with removal of the device from the introducer sheath the investigator dissected the returned customer¿s introducer sheath in order to locate the missing sections of blade. The missing sections of blade were not inside the sheath. The missing sections of the blades were not returned for analysis. A visual and tactile inspection identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No damage was observed to the tip or markerbands of the device which could potentially have contributed to this complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the balloon catheter became stuck. Vascular access was obtained via the right radial artery. The target lesion was located in the moderately tortuous and moderately and moderately calcified artery. A 4.00mmx10mm flextome cutting balloon was selected for use. During procedure, it was noted that the balloon became stuck together with the system including a non bsc sheath, guide catheter and guidewire. The whole system was removed from the patient and the vascular access was changed to the left radial artery. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Event date: (B)(6) 2017. (B)(4).

Event description:
It was reported that the balloon catheter became stuck. Vascular access was obtained via the right radial artery. The target lesion was located in the moderately tortuous and moderately and moderately calcified artery. A 4.00mmx10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon became stuck together with the system including a non bsc sheath, guide catheter and guidewire. The whole system was removed from the patient and the vascular access was changed to the left radial artery. No patient complications were reported and the patient's status was good.